Event description:
Event: hypersensitive reaction. In 2008, a female patient started osteoartz (=sodium hyaluronate) injection to the right knee for osteoarthritis. Some pain with injection and symptoms resolved immediately. Pain increased slightly for 24 hours. Eight days later, she received 2nd injection. Her symptoms resolved in the room. On the following day, her pain in the right knee increased over the next 24 hours. She visited to ER. Diagnosis of injection was made based on blood tests and clinical signs at ER. She was admitted for analgesia and rest. The following month, she saw the injecting physician 2-3 days after. Her wcc and crp were elevated, and her wc scan was normal. Symptoms resolved over 4-5 days. The injecting physician considered that this event was unlikely infection and not serious. He considered this was most likely hypersensitivity.

Manufacturer narrative:
We are now investigating this case.